Event description:
Pcp [primary care provider] collecting labs reported that the safety mechanism on the straight stick needle broke and "flew off" the straight stick needle leaving the needle exposed and could not be safely closed. Per pcp this is not the first time this has happened, and this has been an issue with multiple straight stick needles.